Manufacturer narrative:
The service found out that the motor cable was interrupted, and for this reason proceeded with the replacement of the motor, along with the other activities (replacement of the display and recalibration of the thrust force). Device evaluated, repaired and returned to the distributor/user. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,) submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported that the occlusion pressure was too high ("psi over 48").